Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. Customer stated o-ring was in place and was free of debris the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded electronic assemblies. The device was received with corroded motor home switch and corroded battery tube. The device was received with minor scratches on case and minor scratches on lcd window.